Manufacturer narrative:
Per evaluation from the manufacturer: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed. The cause of the fault described by the customer was confirmed during our technical investigation. The cable had been bent too sharply due to improper handling during preparation or use, which led to increased mechanical wear in the area near the plug strain relief. The failure was caused by excessive mechanical stress and resulting wear. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the cable caused glitching when plugged into blades. The intubation was completed successfully with a 20 mins delay. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).